Event description:
A malfunction in the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided guidance to reset the pump, which resolved the issue as the malfunction did not recur. Customer was advised to contact support if the problem happens again, and confirmed understanding of instructions.